Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor migrated lateral and inferior to the initial insertion site in the patient's breast tissue. Also, r-wave amplitude significantly decreased. Revision procedure took place on (B)(6) 2019. Patient was stable post procedure.